Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F ¿ as found condition: the pipeline flex shield braid and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton. The pipeline flex shield pusher was not returned for analysis. Therefore, any contributing factors could not be assessed. The pipeline flex shield braid was returned within phenom 27 catheter. ¿ damage location details: the distal end of pipeline flex shield braid was not opened due to damaged braid. The proximal end of the pipeline flex shield braid was found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter body, distal tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was cut to remove the pipeline flex shield braid from catheter lumen. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex shield was confirmed to have failure to open at distal as the distal end of braid was not fully opened due to damaged braid. However, the root cause for damage could not be determined. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. It was reported that the pipeline was resheathed more than 2 times. In addition, base on the analysis finding, the pipeline flex shield was confirmed to have resistant as the pipeline flex shield braid was stuck within phenom 27 catheter. The pipeline flex shield pusher was not returned for analysis. Therefore, any contributing factors could not be assessed. No defect was found with phenom 27 catheter. It's possible that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the device was being used in the cavernous internal carotid artery (ica). There was friction or difficulty during delivery or positioning. The second pipeline was implanted at the intended location. The device jumped down for not opening at nominal diameter of the artery. The tip of the catheter did not move during the deployment. The pipeline was not placed in a vessel bend when it failed to open. The pipeline was resehathed several times when it failed to open.

Event description:
Medtronic received a report that during the pipeline deployment, it did not open well in the distal part even if the sleeves were correctly opened. It remained constrained at the distal part when opening both in middle cerebral artery (mca), in internal carotid artery (ica) bifurcation and in sifon also when the physician tried to load all the system with several attempts. The physician tried to open the central part with good success but when he tried to finish to deploy the stent, he lost the system down and he lost the distal stent zone by falling down the aneurysm neck because of an incorrect distal opening. The healthcare provider (hcp) could not put the device in the sheath and he had to change it with a new one. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing traxial by femoral surgery for treatment of an amorphous, unruptured cavernous internal carotid artery aneurysm with a max diameter of 16 mm and a 8 mm neck diameter. The landing zone was 4 mm distally and 5.3 mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the femoral artery with a diameter of 9 mm. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was asa 100mg and plavix 75mg. Angiographic result post procedure was good. Ancillary devices include a rist 6f ref: (B)(4), lot: 22675-01 guide catheter, avigo ref: (B)(4), lot: d007596 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.